Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. The reported failure with an excessive leakage was reproduced during simulated use testing of the returned air gas module in a ventilator. The review of the returned device logs confirm the reported issue. Our investigation has concluded that the reported problem is due to a broken spring has fallen down into the inspiratory solenoid inside of the air gas module and left the insporatory valve in an open position. The membrane in the nozzle unit is pressed against a mouthpiece by the inspiratory solenoid with a feather spring to regulate the gas flow through the gas module. If the inspiratory solenoid is broken, gas will leak into the patient circuit if open, causing failures in the pre-use check and during ventilation a high pressure alarm will be generated if user set limit is exceeded. The cause of the breakage of the inspiratory solenoid a broken nozzle units¿ feather spring.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator had an excessive leakage. There was no patient harm. Manufacturer ref.#: (B)(4).